Event description:
Initial result for a patient calcium was 6.9 mg/dl. When repeated, the result was 9.2 mg/dl. The incorrect result was not reported. The field service representative was unable to determine a cause for the malfunction.